Event description:
Related manufacturer report number: 2017865-2023-38471. During the post-op hospital stay following the initial implant procedure, the patient developed a hematoma around the device pocket. In addition, an increase in capture threshold was noted on the atrial lead. X-ray imaging was performed, which revealed a cardiac perforation caused by the right ventricular (rv) lead. A revision procedure was performed where the rv and atrial leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.